Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high/variable impedance was seen on the right ventricular (rv) lead that triggered an alert. During the revision procedure, it was found that the pin was not secured to the implantable cardioverter defibrillator (ICD). The lead tested normally and was re-connected to the device. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.